Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, there was no image on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the no image failure was confirmed. The fault was determined to be a detached internal cable. During evaluation, a test blade was connected to the monitor and the monitor was powered on; no image was observed; the complaint was confirmed. Upon opening device, it was found that the lcd wire was unplugged. The lcd wire was re-attached, the device was certified, cleaned and tested and passed the image quality test. The device was returned to the customer.